Event description:
It was reported that a consumer was allegedly burned while using a heating pad. This incident resulted in 2nd degree burns to her neck and shoulder. It is unk whether medical treatment was required. It was stated that this incident occurred while she was leaning against the heating pad, which is contrary to proper use instruction. The product has a clear warning that states the product is intended for use on top of the body, and consumers should not sit against or lay on top of the heating pad. The instructions also have a warning to never place the pad between yourself and a chair, sofa, bed, or pillow. Kaz USA, inc. Has requested that the product be returned for testing.